Manufacturer narrative:
Product event summary : the lead was not returned for analysis, however, performance data was collected from the device and analyzed. Analysis revealed the ventricular lead impedance trend gradually increased from about 770 ohms on 2014 (B)(6) to about 1458 ohms on 2015 (B)(6). The lifetime maximum was 1508 ohms. The ventricular capture management trend data showed a consistent threshold of greater than 2.5 volts throughout the record.

Event description:
It was reported that the right ventricular lead had high threshold, and the pacing impedance had increased and was high. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).